Manufacturer narrative:
Correction to d5 (operator of device) from lay user/patient to other (sales rep) and h3(device evaluated by mfg). The reported event could be confirmed based on assessment of returned device by gqo. A visual inspection of the returned device shows a plastic piece which appears to be shrink wrap sticking on the saw blade surface. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Gqo analyzed the returned product and confirmed that there was plastic shrink wrap stuck on the saw blade surface. However, with the information given, they were unable to determine the reason and cause of how the piece of shrink wrap reached there. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that "upon opening this saw blade, there was adhesive tape on the blade. Since we doubted the sterility and since the tape was not removable, I decided to consider this saw blade unusable." The event was identified in the or while the patient was under anesthesia and the surgery was completed successfully.

Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that "upon opening this saw blade, there was adhesive tape on the blade. Since we doubted the sterility and since the tape was not removable, I decided to consider this saw blade unusable." The event was identified in the or while the patient was under anesthesia and the surgery was completed successfully.